Event description:
The customer stated a patient generated a positive result of 6 iu/ml on the axsym toxo igg assay. This patient had previously tested negative and the sample was repeated yielding a negative result of 0 iu/ml. The previous sample was also retested and generated a negative result. No impact to patient management was reported.

Manufacturer narrative:
(B) (4) (B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Device not returned. File kit testing met all specifications. No returns were received for investigation. A retained file kit of axsym toxo igg reagent (stored at abbott laboratories), list number 9k08-20, lot number 77092hn00 was tested with axsym toxo igg calibrators and controls on two instruments. All calibrations were valid and all control values were within the axsym toxo igg package insert specifications. The means of the negative control (nc) and positive control (pc) results obtained with reagent lot number 77092hn00 were statistically equivalent to the means of the nc/ pc results obtained with a reference reagent kit. There is no indication that axsym toxo igg reagent lot number 77092hn00 displays an unusual performance. As part of our investigation we have reviewed the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot numbers 77092hn00 and associated sub lots. This review did not identify any problems relating to the customer's observation. Based on our investigation, we have determined that axsym toxo igg, list number 9k08-20, lot number 77092hn00, identified in the customer's complaint, is currently meeting its safety, effectiveness and label claims. Since the patient samples, which are involved in the complaint issue, were not available for our investigation and the axsym toxo igg reagent lot 77092hn00 (stored at our location) showed normal performance, the cause of the customer's observation remains unclear. The axsym system operations manual was reviewed and contains adequate information regarding probable causes and corrective actions for erratic, discrepant results and/or imprecision. Sample handling and mixing procedures is a critical factor with a high potential impact on test results and their reproducibility.